Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and visually inspected. Inspection revealed a broken hypotube, located at the distal end of the strain relief. Functional testing was performed by placing the device in the console, turning off the alarms, and running the device through the prime cycle. Testing showed a leak at the location of the broken hypotube. The alarm was then turned back on, and when the device was run through the prime cycle again, the hypotube leaked and the alarm went on, and the device then shut off. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure. The device primed successfully. Aspiration was initiated inside the body. However after one minute, a saline leak was observed in the pump tray and an error message to connect saline displayed. Aspiration stopped and an attempt to reset the machine was made; however, it would not reset. The procedure was completed with a new catheter. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure. The device primed successfully. Aspiration was initiated inside the body. However after one minute, a saline leak was observed in the pump tray and an error message to connect saline displayed. Aspiration stopped and an attempt to reset the machine was made; however it would not reset. The procedure was completed with a new catheter. There were no patient complications reported.